Event description:
Info received indicates the right siderail will not latch.

Manufacturer narrative:
The tech found the siderail end tubes were broken from the upper pivot brackets. He replaced the ratchet rivets, performed a function check and found the siderail operating properly.